Event description:
It was reported that the patient presented in clinic for follow up when high capture thresholds were observed on the lv lead. No programming changes were made at the time. The patient was stable before, during, and after device interrogation and monitoring will continue.